Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery and experienced high blood glucose level of 500mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had no symptoms. The customer stated that they changed the set and was able to treat with the insulin pump bolus. Customer's blood glucose value was 159mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was advised to run manual prime and the customer stated that insulin exited. The customer declined to troubleshoot further. The customer also reported the plastic was peeling off the screen and troubleshooting for damage was performed. The customer stated that there was smudge on the screen but the customer could still read the screen. The product will not be returned for analysis.